Manufacturer narrative:
Eval codes - results: arterial and venous occlusion. Conclusion: ectatic iliac arteries bilaterally.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 3 months ago. Aneurysm morphology was not reported and the iliac arteries were ectatic bilaterally. It was reported that at the time of implant it was recommended to coil embolize the internal iliac arteries; however, that was not performed and an adequate distal seal may have not been achieved. At the 30 day follow-up a distal type 1 endoleak was detected on the right side (see MFR # 2953200-2009-00730). The pt was brought back at a later date and the iliac artery was extended with a talent iliac limb. This successfully resolved the endoleak. At the same time, the right internal iliac artery was coiled embolized. Two weeks later, the patient presented with an occlusion of the talent stent graft which required a fem-fem bypass procedure to be performed. No additional clinical sequelae were reported and the patient is fine.